Manufacturer narrative:
Siemens completed the investigation of the reported issue. According to the initial information received, a person received an electric shock from a button. It was mentioned that there was a water leak that seemed to be entering the machine. However, latest information received clarifies that there was no electric shock, only a sparking noise was heard when a pre-programmed position button was pressed. The system was tested for signs of current leakage, however, no signs of short circuit or damage to any components were found. The x-ray tube ends were also checked, and no signs of arcing can be seen. Therefore, it is concluded that there is no malfunction or deterioration of the system. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. This complaint has been closed.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred on the artis zee multi-purpose system. According to the information provided by the user, there was a water leak in the exam room that was affecting the machine. The machine gave an electric shock when the user pressed the button. We have no indications of any adverse effects on the health status of the involved person.